Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The initial hiv-reactive result can most likely be attributed to a very low viral load, near or below the test's limit of detection (lod). This is indicated by the weak pcr growth curve. It is possible for a low viral load sample to be detected as reactive and non-reactive when tested multiple times, as these samples will have a low reactivity rate and therefore the results will weave between reactive and non-reactive. However, it also cannot be excluded that the questioned hiv-reactive result was caused by environmental contamination or by a nonspecific amplification event, which, due to the inherent nature of pcr, can occur at an extremely low frequency.

Event description:
There was an allegation of discrepant hiv results when using the cobas® mpx kit (480t) results from the cobas 6800 analyzer for a single donor patient. On (B)(6) 2025, the initial sample generated a reactive result for hiv. A retest with a cadaveric plasma sample generated a non-reactive result. Retest from a serology tube generated a non-reactive result. Serology for the sample was negative.